Manufacturer narrative:
Device had constant motion sensor test failure alarm during rewind due to motor encoder signal out of phase. Unable to perform functional test including self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test due to motion sensor test failure alarms due to motion sensor test failure alarms. Device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked display window.

Event description:
Customer reported via phone call that the device alarmed an empty reservoir alert during a bolus. Customer mentioned there was still insulin in the reservoir. Customer's blood glucose was 300 mg/dl. Device passed the displacement test. Device alarmed a motion sensor test failure alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.